Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was unable to deliver correction boluses at night. After reviewing the data logs, tandem technical support did not identify any issues. Although requested, no additional information was provided regarding the reported issue.